Manufacturer narrative:
Added b5, g3/g4, h1/h2. Corrected d1, d4 catalog number.

Event description:
The following publication was reviewed by gore: title: single-institution experience with shape memory polymer sponge embolization as adjunct therapy for rapid aortic remodeling in the multi-modal management of complex persistent large false lumens following aortic dissection published: july 2025. The objective of this study was to evaluate the adjunctive use of shape medical¿s impede-fx shape memory polymer (smp) sponge devices in promoting rapid sac regression and complete false lumen (fl) occlusion in patients with complex, large persistent fls after aortic dissection. A patient with a remote history of zone 3¿10 type b aortic dissection (tbad) underwent initial open repair in march 2013 via left thoracotomy with a gelweave tube graft replacement of zone 3¿4. Over the next decade, progressive aortic degeneration led to multiple complex interventions. August 2022: there was stage I repair of extent ii thoracoabdominal aneurysm with dissection. There was management of a 8.8cm bilobed infrarenal aneurysm (utilized gore® tag® conformable thoracic stent graft with active control system (ctagac) and gore® excluder® aaa endoprosthesis (iliac extenders)) january 2023: there was stage ii repair of extent ii thoracoabdominal aneurysm with dissection. There was management of the 6.8cm descending thoracic aorta tevar zone 3-5 (utilized gore ctagac endoprostheses). April 2023: there was expansion of descending thoracic aorta to 7cm due to retrograde flow from fenestrations (utilized cook t2 device distally for candy plug). November 2023: there was further expansion of descending thoracic aorta due to anastomotic degeneration of the proximal anastomosis of original open repair causing type 1a endoleak of prior zone 3-5 tevar and type 1b endoleak due to incomplete plug of fl from previous candy plug attempt. Used gore® thoracic branch endoprosthesis in zone 2. Used gore ctagac endoprostheses to reline down to distal zone 5. Used gore® excluder® aaa endoprosthesis (contralateral leg) for additional candy plug to help seal the gutter. March 2024: there was ongoing expansion of fl with descending thoracic aorta (11.1cm). 200 impede-fx embolization plugs deployed into the fl using the shape memory impede-fx rapidfill system. Conclusion: the patient tolerated the procedure. Months later, the endoleak was resolved and the sac regressed.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed by gore: title: single-institution experience with shape memory polymer sponge embolization as adjunct therapy for rapid aortic remodeling in the multi-modal management of complex persistent large false lumens following aortic dissection published: july 2025. The objective of this study was to evaluate the adjunctive use of shape medical¿s impede-fx shape memory polymer (smp) sponge devices in promoting rapid sac regression and complete false lumen (fl) occlusion in patients with complex, large persistent fls after aortic dissection. A patient with a remote history of zone 3¿10 type b aortic dissection (tbad) underwent initial open repair in (B)(6) 2013 via left thoracotomy with a gelweave tube graft replacement of zone 3¿4. Over the next decade, progressive aortic degeneration led to multiple complex interventions. On (B)(6) 2022: there was stage I repair of extent ii thoracoabdominal aneurysm with dissection. There was management of an 8.8cm bilobed infrarenal aneurysm (utilized gore ctag endoprosthesis and gore excluder endoprosthesis (iliac extenders)) on (B)(6) 2024: there was stage ii repair of extent ii thoracoabdominal aneurysm with dissection. There was management of the 6.8cm descending thoracic aorta tevar zone 3-5 (utilized gore ctag endoprostheses). On (B)(6) 2023: there was expansion of descending thoracic aorta to 7cm due to retrograde flow from fenestrations (utilized cook t2 device distally for candy plug). On (B)(6) 2023: there was further expansion of descending thoracic aorta due to anastomotic degeneration of the proximal anastomosis of original open repair causing type 1a endoleak of prior zone 3-5 tevar and type 1b endoleak due to incomplete plug of fl from previous candy plug attempt. Used gore tbe endoprosthesis in zone 2. Used gore ctag endoprostheses to reline down to distal zone 5. Used gore excluder endoprosthesis for additional candy plug. On (B)(6) 2024: there was ongoing expansion of fl with descending thoracic aorta (11.1cm). 200 impede-fx embolization plugs deployed into the fl using the shape memory impede-fx rapidfill system. Conclusion: the patient tolerated the procedure. Months later, the endoleak was resolved and the sac regressed.